Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the dilator created a problem during insertion. As a result, the md used a dilator made by datascope.